Manufacturer narrative:
Follow-up #1 (2/1/2012)-device evaluation: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on 1/9/2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a dirty spc pin issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k061118.

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving the error 2 error message when powered on. On (B)(6) 2012 the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On (B)(6), 2011 at 7:00 am and at 12:00 pm the patient obtained the error 2 error message on the reported meter; she was unable to test her blood glucose level. As a result, the patient skipped her doses of humalog insulin. The patient manages her diabetes with humalog insulin taken on a sliding scale. At 12:00 pm the patient experienced the symptoms of headache and palpitations. The patient noted she has varying symptoms depending on her blood glucose levels, so she was unable to determine if these were symptoms of high or low blood glucose levels for her. The patient did not administer any self-treatment or seek any medical attention. The patient did have another meter as a backup, but it was not available to her at the time of this event. The patient did not test her blood glucose level while symptomatic. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter issue. Therefore this complaint is being reported.